Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with beeping tones in the (B)(6) 2015. During a follow up it was noted that the pacing impedances measurements were high and out of range starting in (B)(6) 2015. The pacing thresholds appeared normal. The right ventricular (rv) lead was explanted and will be returned. No additional adverse patient effects were reported.